Manufacturer narrative:
The investigation determined that a patient sample was mis-associated with the incorrect patient name when using the vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The vitros 5600 integrated system was operating as intended. The evidence suggests that the customer reused a sid number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical solutions center (tsc) because they identified a patient sample which was mis-associated with the incorrect patient name when run on a vitros 5600 integrated chemistry system. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. However, the customer identified the discrepancy because there were two different patient names associated with one sample ID. Therefore, mis-associated results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).